Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon removed a 12.6mm vich12.6 implantable collamer lens, +10.00 diopter, from the vial and noted the lens was torn/broken. There was no patient contact. The backup lens was implanted and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found haptic torn with residue on haptic and debris throughout the lens. Claim # (B)(4).